Manufacturer narrative:
Results: the lantern was fractured approximately 132.0 cm from the hub. The device was ovalized approximately 133.5 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed the reported fracture and revealed ovalizations. If the tip of the lantern is gripped during removal of the packaging mandrel the device may become fractured. The gripping of the catheter tip likely contributed to the ovalizations observed on the distal fractured portion of the lantern. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the distal end of the lantern delivery microcatheter (lantern) broke and detached approximately halfway between the 3 cm marker bands upon removal of the shaping mandrel from the distal tip of the device. The damage to the lantern was found prior to use and therefore it was not used in the procedure. The procedure was completed using another lantern.